Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
As reported by our affiliates in sweden during the placement of a sapien 3 29mm valve by tf approach in aortic position, the pusher interacted and valve alignment could not be completed. Alignment was performed in the straightest possible section of the ascending aorta.  The difficulty encountered was during the gross alignment. The valve alignment issues was not resolved as the balloon could not be retracted into the valve and the valve was not implanted. An attempt to remove the system through the iliac artery was stopped since the valve got stuck and caused an intimal damage of the iliac artery. The system was then pushed up to the abdominal aorta and it was attempted to inflate the balloon but a rupture was seen. It was removed by opening the abdominal aorta. A cut down to the femoral artery was done to remove the rest of the system. No valve was implanted and the patient recovered and was discharged home.

Manufacturer narrative:
Update to b5, f10 g4, h2, h6, h10. Investigation is ongoing.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) during the placement of a sapien 3 29mm valve by tf approach in aortic position, the pusher interacted with the valve and valve alignment could not be completed. The valve was not implanted. An attempt to remove the system through the iliac artery was stopped since the valve got stuck and caused an intimal damage of the iliac artery. The system was then pushed up to the abdominal aorta and removed from there by opening the abdominal aorta. A cut down to the femoral artery was done to remove the rest of the system. Patient recovered and discharged home.

Manufacturer narrative:
After additional review of returned device, the code was updated from delivery system leakage to balloon burst. Update to f10 device, g4, h2 and h10. Investigation is ongoing.

Manufacturer narrative:
Additional information indicated there was severe tortuosity of the aorta, mild calcification. The access vessel degree of calcification was mild, and the access vessel degree of tortuosity was moderate. Procedural imagery was provided by the complaint site. Post procedure: valve is not fully aligned on the inflation balloon. The valve struts were compressed /diving over flex tip. The balloon and crimped valve were returned to edwards lifesciences for evaluation with no other parts of the device included. The returned device was visually inspected for any abnormalities. The valve was not fully aligned on inflation balloon. The guidewire shaft and balloon were cut at the inflation balloon. The proximal balloon spring was not attached to the guidewire shaft. There was a longitudinal balloon burst 2¿ from the nose tip. The balloon was cut observed on distal end of working length. No damage noted on valve. No relevant functional testing could be performed due to the condition of the returned device (balloon burst, missing remainder of the delivery system). The complaint was confirmed through visual inspection. Balloon single wall thickness was measured along the edges of the burst location on the balloon working length. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements met specification. The work orders related to the manufacturing of the device and components that could potentially contribute to the complaint did not reveal any issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other similar complaints for to the related complaint codes. A review of complaint history from june 2019 through may 2020 revealed additional returned complaints for the commander delivery system (all models and sizes) for the related complaint codes. Regarding delivery system ¿difficulty with valve alignment, the complaints were confirmed, and no manufacturing nonconformities were found in the returned samples. Available information suggest that patient and/or procedural factors may have contributed to the events. Since no labeling or IFU inadequacies were identified, no corrective or preventative action was required. One complaint was confirmed and a manufacturing non-conformance (retaining ring of collet locking spring assembly unseated) contributed to the complaint event. Although corrective or preventative action was not required due to the severity / criticality and occurrence rate for this failure mode being low, an awareness communication was performed as a response. The product nonconformance was identified during the evaluation with a limited severity and the occurrence rate did not exceed the monthly control limit for the applicable trend category; therefore, a product risk assessment (pra) was not initiated.  A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2020 control limits for the trend category of ¿valve alignment difficulties¿. Regarding delivery system ¿ withdrawal difficulty ¿ valve, through sheath, the complaints were confirmed. No manufacturing nonconformances were identified in the returned devices and dimensional measurement met specification. Available information suggested that patient/procedural factors likely contributed to the reported events. No product non conformances or IFU/training manual inadequacies were identified. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2020 control limits for the trend category of ¿withdrawal difficulty¿. Regarding balloon burst, the complaints were confirmed, but no potential manufacturing nonconformances that would have contributed to the complaints were identified. Available information suggested that the root causes were related to that detailed in a technical summary written by edwards lifesciences. The technical summary found that patient factors (i.e. Annular, stj, or leaflet calcification), can present a challenging anatomy for balloon inflation and can compromise the structure of the balloon wall even at low inflation pressures. Additional complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that patient/procedural factors contributed to the complaints. The review of complaint data found that the complaint rate did not exceed the (B)(6) 2020 control limit for the trend category ¿balloon burst¿. During manufacturing, the multiple 100% visual inspections and tests are performed throughout the process. Additionally, the work orders undergo product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Instructions for use (IFU), preparation training manual and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The IFU warns ¿if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Per the procedural training manual, during withdrawal, ¿do not use excessive force. Take care when crossing the thv, tracking over the arch and removing the delivery system (through the tip of the sheath)¿. It also notes do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. It advises to ¿stop, advance the thv past the sheath tip and ensure thv is centered on the flex tip¿. No IFU/training deficiencies have been identified. The complaints were confirmed from visual inspection of the device and through the provided procedural cine. Review of the device history record (DHR), lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Regarding the difficulty with valve alignment, per the compliant description, ¿the difficulty encountered was during the gross alignment. The valve alignment issues was not resolved as the balloon could not be retracted into the valve.¿ it is likely that tortuosity in the vessel contributed to high valve alignment forces. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system in order to achieve final alignment position. Valve struts compressed/diving over flex tip support that high alignment forces were experienced. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Per the IFU, if valve alignment is not performed in a straight section, there may be difficulties performing this step. Additionally, the IFU instructs the user to reposition the delivery system to a different straight section of the aorta if excessive tension is experienced during alignment. Based on the available information, patient (tortuosity) and/or procedural factors (valve diving, valve alignment in non-straight section of the aorta) may have contributed to the complaint event. Regarding the withdrawal difficulty, it is likely that patient factors such as calcification and tortuosity could have impacted the ability to retrieve the valve into the sheath. Calcification and tortuosity create a difficult pathway for device retrieval that may lead to non-coaxial alignment of the delivery system and sheath. If there was non-coaxial retrieval of the delivery system due to calcification and tortuosity within the patient anatomy, it is possible that the valve could get caught on the sheath during retrieval attempts. As such, available information suggests that patient (calcification/tortuosity) and/or procedural (non-coaxial retrieval) factors may have contributed to the complaint events. Regarding the balloon burst, a review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the complaint event. It is unlikely that the delivery system left the manufacturing site with balloon damage, as the balloons are 100% visually inspected at several different steps throughout the manufacturing process and devices are 100% leak tested. In addition, there was no reported difficulty during device preparation. As reported, the patient had mild calcification. The calcification can interact with balloon during inflation affecting the balloon integrity and making it more susceptible to the damage. Based on the available information, patient (calcification) factors may have contributed to the complaint event. As such, available information suggests that patient (access vessel calcification and tortuosity) and procedural (withdrawal of ruptured balloon; excessive device manipulation) factors likely contributed to the reported events and subsequent injury to the patient. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect was identified, no corrective/preventative actions are required. Since no manufacturing non-conformances or IFU/training manual deficiencies were identified and the complaint rate did not exceed the trend category control limit, no escalation to a pra was required. The difficulty with valve alignment complaint was confirmed. No manufacturing non-conformance was identified during the evaluation. Available information suggests patient factors available information suggests that patient factors (calcification/tortuous) and/or procedural factors (valve diving, valve alignment in nonstraight section of the aorta) may have contributed to the reported complaint event. No manufacturing non-conformance and no labeling/IFU inadequacies were identified. Additionally, the complaint occurrence rate for the applicable trend category did not exceed monthly control limits. Therefore, neither pra escalation nor corrective actions are required at this time. The withdrawal difficulty complaint was confirmed. No manufacturing non-conformance was identified during the evaluation. Available information suggests that patient factors (calcification/tortuous) and procedural factors (non-coaxial retrieval) may have contributed to the reported complaint event. No manufacturing non-conformance and no labeling/IFU inadequacies were identified. Additionally, the complaint occurrence rate for the applicable trend category did not exceed monthly control limits. Therefore, neither pra escalation nor corrective actions are required at this time. The balloon burst complaint was confirmed based on the condition of the devices, but no manufacturing nonconformities were found in the returned sample. Review of, dimensional and visual inspections revealed no indication of non-conformances. Available information suggests that patient factors (calcification) contributed to the reported events. No manufacturing non-conformances were identified. And reviewed of IFU/training materials revealed no deficiencies. Additionally, the complaint occurrence rate for the applicable trend category did not exceed monthly control limits. Therefore, neither pra escalation nor corrective actions are required at this time.